Event description:
The customer reported that the images were blurry on the system.

Manufacturer narrative:
The ge service rep reviewed the previous images and noted lack of definition. He adjusted the focus of the camera and also the ii. He checked the dose and made small adjustments to tracking. He increased edge enhancement to 40 and changed smart metal to 5/20. He also advised the customer to use high level fluoro for spinal shots if needed. They will try the system for a while and let him know if the images have improved.